Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital for unrelated procedure. Upon device check, the right atrial lead exhibited inappropriate automatic mode switch due to atrial noise. Noise was reproducible with isometric testing. The lead was reprogrammed and the patient would continued to be monitored.